Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a device with a continuous infusion rate 23.1, total volume was 555 milliliters, given infused over 30 hours not 24 slow infusion, length of infusion: 24, lock level: automatically locks. A closed system drug transfer device (cstd) was not used to fill cassette. The pump was not used to prime the extension tubing. The cstd manufacture is equashield. The (cstd) item number's used and when administered to the patient. The patient was not affected since medications were delivered slow. Volume delivered remaining when alarm occurred 0milliliters. No additional information available. No patient injury.

Manufacturer narrative:
No product was returned however the cadd solis operator manual (10009126-003)warnings section states system delivery inaccuracies beyond plus minus 6% may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, ICU medical will reopen this complaint for further investigation. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: